Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Unable to perform or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that their blood glucose ranged between 40 mg/dl and 300 mg/dl the previous day. The patient treated the low blood glucose with sugar. No medical attention was required. Troubleshooting did not occur for the hypoglycemia. The insulin pump was not returned for analysis.